Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm was present on the device due to battery issues. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The investigation is ongoing.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 04apr2023, it was clarified that the battery failure was that the battery not charging at all. The asp provided that the issue was resolved by replacing the v60 lithium-ion battery. It was stated that the replaced part would be returned, but the tracking information was not provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report #2518422-2023-17959.